Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with an infection in the scrotum that caused severe pain and swelling. The patient underwent surgical intervention to explant the ipp. The physician took multiple cultures and suspects that the infection was caused by something external. A tactra was implanted to hold the space in the corpora while the patient heals. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis. Therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.